Event description:
It was reported that the insulin gauge was inaccurate, and an empty cartridge alarm occurred while the cartridge was not empty when using multiple cartridges. Customer loaded a new cartridge from a different box to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.